Event description:
The customer reported a 12-lead ECG monitoring issue.

Manufacturer narrative:
The customer reported a 12-lead ECG monitoring issue. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.